Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced contamination of their transfer set due to an accidental exposure (further details not reported). On the same day as the occurrence, the pt was prescribed prophylactic vancomycin 1.5 gm, ip (intraperitoneally) and gentamicin, 80mg, ip, given with heparin 2000 units. The pt was re-educated on proper aseptic procedures for pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.